Event description:
It was reported that the pt complained about a 'big noise' and did not want use the speech processor. The external components were exchanged but this did not alter the situation. Telemetry was carried out in 2003 and 'high' impedances were on many channels even though the channel status, integrity and coupling were still ok.